Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the table potentiometer to restore table motion functions. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 2800 fluoroscopy system had no lateral table motions.